Event description:
Procedure type: unknown. According to the reporter: due to the technician's error a non bladed obturator was inserted into a bladed v2 cannula. The surgeon placed the trocar into the patient. Upon removal of the obturator, the cannula tip of the obturator fell off into the patient. The tip was retrieved. The trocar was removed and a new one was used. This added approximately 10 minutes to the case. There was no report of patient injury, unanticipated blood/tissue loss.

Manufacturer narrative:
(B) (4).